Event description:
It was reported there were two pauses, of more than 1-4 seconds, post atrial therapy. The pauses were not sensed by the device. The patient was lightheaded, short of breath and almost passed out. Intermittent capture and asystole were reported. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found; full lead returned.